Manufacturer narrative:
Evaluation of returned device found that device functions as intended.

Event description:
Bipass from (B)(6).

Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing a suture punch on (B)(6) 2011. During the procedure, the surgeon had difficulty passing the suture through the trap-door of the suture punch using the mating nitinol wire component. The procedure was completed without injury to the patient or significant delay.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.